Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose value was over 600 mg/dl. The customer treated with the manual bolus. The customer also states had received insulin flow blocked alarm. Troubleshooting was performed for insulin flow blocked alarm and found insulin exited. Advised them to change the entire infusion system. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.